Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. Date of issue is an approximation. The sensor was inserted into the abdomen on (B)(6)2019. It was indicated that the patient did not calibrate after the inaccuracy, which is off-label usage of the device. The patient's spouse stated the patient was vomiting, lethargic, and was taken to the hospital. When he was admitted to the hospital, the cgm value was 259 mg/dl but the bg upon admission was over 900 mg/dl. The patient was hospitalized and treated with insulin via intravenous (IV) therapy. At the time of the call, the patient was still in the hospital and the patient¿s wife reported the cgm value was 143 mg/dl; however, the bg was 203 mg/dl. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional event or patient information is available.